Event description:
It was reported that patient's implantable cardiac monitor (icm) exhibited unspecified sensing anomaly. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.